Manufacturer narrative:
Based on the available information, the event is deemed to be a reportable serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but has not been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
The end user reports a red rash with pinpoint dots under 100% of tape collar that started approximately 2 weeks ago. According to the end user, there was also a red welt area with itching between 6 -9 o'clock. The product was removed and replaced with the same type of product. She saw her local (woc- wound, ostomy and continence) nurse who advised that she may have an allergy to the tape collar. However, no official diagnosis was given and no diagnostic testing was performed. The nurse recommended her to use a product without a tape collar and crusting technique. No prescriptions were provided. The end user stated that the symptoms persisted. On (B)(6) 2017, the end user saw her primary care doctor and was diagnosed with a yeast infection under the tape collar. The doctor prescribed three antifungal tablets or capsules (brand unknown), and advised cutting the tape collar off the current product. The doctor did not feel issue was an allergic reaction. The end user further stated that there has been no change in skin condition since first reported and after the visit with the doctor. No further details have been provided.